Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "light source will not stay on" (inadequate lighting). The nurse reported the system will turn on, but won't stay on. The display is dim on the front panel. The light source was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The system has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).